Manufacturer narrative:
Concomitant medical products: product ID 977c165, serial# (B)(4), implanted:(B)(6) 2017, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient implanted with a neurostimulator for non-malignant pain. It was reported that the patient had an epidural infection at the "electrode" site and severe pain. No further complications were re ported/anticipated.